Event description:
As reported via the edwards clinical specialist, an ascending aortic dissection was noted via tee post transcatheter aortic valve replacement (tavr). Per the case summary, some calcium was noted on the CT scan in the ascending aorta. The retroflex 3 delivery catheter and 26mm sapien valve attached was advanced in a routine fashion around the arch and across the native aortic valve on a boston scientific amplatz super-stiff 0.035 guidewire with a 1cm tip. The delivery system with the thv crossed the valve without incident and was placed in the native aortic annulus during a rapid pacing run at 190bpm. The patient required defibrillation after pacing run. Trace to very mild pvl /central leak was noted on tee post procedure. This was confirmed with routine aortic root angiogram and measurement of aortic valve gradient with pigtail catheters. No other issues were noted at this time with either echo or angio. One of the two pigtails in the aorta was pulled back into the descending aorta to visualize the iliac arteries during sheath removal. An amplatz super-stiff guide wire was inserted into the pigtail that remained in the ascending aorta but then removed and placed in the other pigtail residing in the descending aorta. A few minutes later the echocardiographer was scanning one last time with the tee probe and noted a flap in the ascending aorta. It was discussed that this may have occurred due to the advancement of the sapien over the aortic arch or with the advancement of the guidewire into the pigtail. Neither could be confirmed as the reason for the dissection flap. It was decided to maintain a reduced blood pressure without any intervention and the sheath was removed without incident and the patient was transferred to an ICU. One day post tavr the patient had an unremarkable evening and was progressing without incident or complications.

Manufacturer narrative:
Per the IFU, cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention are known potential adverse events associated with the tavr procedure. In this case, the imagery cds (echo and cine) are not available for review and confirmation of the reported event. It was noted that the patient's ascending aorta had some calcium and no intervention was performed. A combination of patient anatomy and procedural factors may have caused or contributed to the reported event. In addition the pi commented that either the advancement of the sapien over the aortic arch or the advancement of the guidewire into the pigtail could have contributed to the dissection flap. The patient's tortuous abdominal aorta led to the use of excessive force to advance the device, which may have resulted in damage to the aorta. No further actions are possible at this time.